Event description:
Customer reported receiving a motor error alarm on the insulin pump while cleaning the house. Customer could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm but stated that he was unable to rewind the insulin pump. The customer also reported receiving an off no power alert. He changed the batteries but the alert was not resolved. The blood glucose reading was 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.